Event description:
Synergy china registry. It was reported that acute non-st-segment elevation myocardial infarction (nstemi) occurred. In (B)(6) 2019, the subject was referred for catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) with 100% stenosis and was 34 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm with synergy stent system. Following post-dilatation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject presented with angina and symptoms of ischemia and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with acute non-st elevation myocardial infarction (nstemi) based on the symptoms, biomarker elevation and 12-lead electrocardiogram (ECG) changes. Following angiography, the 95% non-target lesions stenosis noted in middle rca extending up to distal rca was treated with percutaneous coronary intervention (pci) target vessel revascularization (tvr). Post intervention residual stenosis was noted to be 0%. The rationale for intervention was angina, symptoms of ischemia and ECG changes. At the time of reporting, the outcome of the event was recovering/resolving. Four days later, the subject was discharged on aspirin and ticagrelor. It was further reported that the cardiac enzymes were noted to be elevated consistent with protocol definition of mi, acute nstemi. On (B)(6) 2022, the cardiac enzymes were noted to be elevated consistent with protocol definition of mi: peak ck total 112 iu/l (upper limit of normal- 200iu/l), peak ck-mb 4.12 iu/l (upper limit of normal - 3.6iu/l)s, and peak troponin 0.12 iu/l (upper limit of normal 0.013 iu/l). It was further reported that the location of the mi was found to be non-identifiable and the rationale for intervention was angina, symptoms of ischemia, elevated cardiac enzymes and ECG changes.

Event description:
Synergy china registry. It was reported that acute non-st-segment elevation myocardial infarction (nstemi) occurred. In (B)(6) 2019, the subject was referred for catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) with 100% stenosis and was 34 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm with synergy stent system. Following post-dilatation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject presented with angina and symptoms of ischemia and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with acute nstemi based on the symptoms, biomarker elevation and 12-lead electrocardiogram (ECG) changes. Following angiography, the 95% non-target lesions stenosis noted in middle rca extending up to distal rca was treated with percutaneous coronary intervention (pci) target vessel revascularization (tvr). Post intervention residual stenosis was noted to be 0%. The rationale for intervention was angina, symptoms of ischemia and ECG changes. At the time of reporting, the outcome of the event was recovering/resolving. Four days later, the subject was discharged on aspirin and ticagrelor.

Event description:
Synergy china registry. It was reported that acute non-st-segment elevation myocardial infarction (nstemi) occurred. In (B)(6) 2019, the subject was referred for catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) with 100% stenosis and was 34 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm with synergy stent system. Following post-dilatation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject presented with angina and symptoms of ischemia and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with acute non-st elevation myocardial infarction (nstemi) based on the symptoms, biomarker elevation and 12-lead electrocardiogram (ECG) changes. Following angiography, the 95% non-target lesions stenosis noted in middle rca extending up to distal rca was treated with percutaneous coronary intervention (pci) target vessel revascularization (tvr). Post intervention residual stenosis was noted to be 0%. The rationale for intervention was angina, symptoms of ischemia and ECG changes. At the time of reporting, the outcome of the event was recovering/resolving. Four days later, the subject was discharged on aspirin and ticagrelor. It was further reported that the cardiac enzymes were noted to be elevated consistent with protocol definition of mi, acute nstemi. On (B)(6) 2022, the cardiac enzymes were noted to be elevated consistent with protocol definition of mi: peak ck total 112 iu/l (upper limit of normal- 200iu/l), peak ck-mb 4.12 iu/l (upper limit of normal- 3.6iu/l)s, and peak troponin 0.12 iu/l (upper limit of normal- 0.013 iu/l).